Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that their remote is not charging so they were transferred to patient services. The patient clarified that their ins won¿t charge. It has been off for 6-7 months because the ins stopped working 8-9 months ago. They stopped charging the ins because it wasn¿t working. They tried to use their patient programmer (pp) but reported seeing some type of symbol. The patient could not confirm the screen they were seeing because their pp would not power on. Patient services is under the impression that the patient was referencing a poor communication screen. The patient reported seeing a reposition antenna screen on their recharger. Patient services advised the patient to replace the pp batteries but the patient did not have batteries with them at this time and will have to purchase them. The event date was asked but unknown. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.